Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) suggested to turn off sustained rate duration (srd), consider removing mo and could increase rco in ventricular fibrillation (vf) zone. Ts noted that this looked like may have been exhausted on some of the events in the logbook. This crt-d remains in service. No adverse patient effects were reported.